Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10517. It was reported, the pt is experiencing heating while recharging. In addition, the pt stated, her ipg appears to have become more shallow, causing discomfort when any pressure is placed upon the ipg site. A replacement charging system was issued to the pt. Manufacturer recommendations to avoid heat while charging the ipg were provided. The pt was advised to notify her physician regarding the persistent pain at the ipg site. No further info is available at this time. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.